Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer stated that they will call back to troubleshoot. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.